Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that the patient had been in the hospital since (B)(6) 2013 for pain and swelling in his legs which started 4 weeks ago. The patient was going in for an MRI. The area to be scanned was the patient¿s lower body/legs. The reporter was not sure if the patient¿s condition was device related. The pump was delivering baclofen. Additional information has been requested, but it was not available as of the date of this report.